Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Supplemental will be submitted with evaluation results. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed, the probe is displaying lines on the image, when the probe is moved the lines seem to go away.

Event description:
Per biomed, the probe is displaying lines on the image, when the probe is moved the lines seem to go away.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample(if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of probe is displaying lines on the image was confirmed. During inspection there is interference in the bottom of the image box, the cause of the issue is an internal failure in the probe. The device was serviced, tested and returned to the customer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.